Event description:
It was reported that the user accidentally announced the same meal twice while using the ilet, after a recent issue with a bent infusion cannula that had caused elevated glucose; the user was advised to monitor blood glucose closely and treat if glucose began to drop rapidly, and subsequent follow-up confirmed no low blood glucose occurred, with a reported glucose of 162 mg/dl. Symptoms included no hypoglycemia and no other adverse effects. Outcomes included no injury, no medical intervention beyond self-monitoring, and no hospitalization. Investigation included user interview, troubleshooting, and education on appropriate meal announcement use. Investigation of this case revealed that the event was associated with user operation and prior infusion set issue, with no device alarm or malfunction reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.